Manufacturer narrative:
(B)(4). Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Star poly revision. Poly was swapped and bone lysis was backfilled with hydroset and iliac crest bone taken from iliac crest.